Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed an alert 60 and persisted after restarts with sufficient battery, consistent with a bluetooth communications malfunction and an inability to read the input signal, and the user switched to backup insulin therapy while a replacement was arranged; the implicated device component was the circuit board. Symptoms included hyperglycemia earlier in the day, though at the time of support the user¿s glucose was in range. Outcomes included no health consequences or lasting impact. The device was returned for evaluation. Preliminary investigation of this case revealed signal loss consistent with a communications failure associated with the device¿s circuit board and failure to read the input signal. The complaint was confirmed after alert 60 appeared in the notification menu. However, upon restarting the device, alert 60 cleared from the notification menu. The top seal of the device was slightly opened, and the housing separated without the use of tools. A visual inspection of the internal components revealed some corrosion and dried water marks, indicating that the top seal was breached, allowing fluid to affect all electrical components, including the hoverboard and bluetooth chip at the top of the device. Although the device powered on, it is unrepairable and will need to be scrapped.